Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed in the emergency department. The catheter was being placed into the patient's left internal jugular vein. The physician gained accessed to the ij using ultrasound and he was able to advance the guide wire into place. He then advanced the dilator over the wire and applied pressure to advance the dilator through the tissue and into the vessel. While advancing the catheter over the wire, he noticed some resistance but continued to advance the catheter into place. While removing the guide wire, the physician again encountered resistance but continued to apply pressure to remove the wire until it uncoiled externally. As a result, he then removed the catheter and wire simultaneously. Another kit was used and placed successfully for the patient. There was no delay in treatment, no patient death, and no patient complications were reported.